Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances. The sensing and threshold measurements were within range. The physician planned to adjust the lead programming. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this lv lead was reprogrammed from unipolar to bipolar and the out of range impedance range was increased. No adverse patient effects were reported.